Event description:
It was reported that post op of a gastric band procedure implant, the patient returned to the hospital with an erosion, and was admitted. The surgeon explanted the device. There were no other patient consequence reported.

Manufacturer narrative:
Information is unavailable, device was not returned for evaluation.